Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. Between (B)(6) 2012 and (B)(6) 2013 the device logged multiple failed auto self-tests due to a low battery. Investigation did not confirm a fault with the device. There is no evidence in the history of the device to indicate that the device was switching itself on. However, the multiple fails self-test recorded in the history log are likely due to the fluctuation in voltage caused by the failing pogo-pin. The returned pad-pak from lot 687 was found not to have fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.